Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the live monitors were shutting down in examination room and control room due to a disk space error. The fse resolved the issue by clearing the disk space. After repairs, the system was returned to use in good working order.